Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal at concentration of "2000 mcg" and dosage of "800" via an implantable infusion pump. It was reported that the pump alarmed and interrogation showed that motor stall had occurred. The pump was explanted and replaced on (B)(6) 2018. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Correction: the following information has now been added. It was indicated the issue occurred on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the motor stall. It was reported the device would be returned to the manufacturer. The hospital was currently in possession of the device. Other medications being taken at the time of the event, patient weight, and medical history were not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal at concentration of "2000 mcg" and dosage of "800" via an implantable infusion pump. It was reported that the pump alarmed and interrogation showed that motor stall had occurred. It was indicated the issue occurred on (B)(6) 2018. The pump was explanted and replaced on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the motor stall. It was reported the device would be returned to the manufacturer. The hospital was currently in possession of the device. The issue was resolved and patient status was alive with no injury at the time of the report. Other medications being taken at the time of the event, patient weight, and medical history were not available. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.